Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that dashes (---) were observed for several parameters. Reprogramming and software download were unsuccessful. Therefore, the device was replaced.